Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: j0405988v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-jan-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported that healthcare provider verified and reporter that patient lead in 2004 was not removed but abandoned, it is still on patient's body. It was reported that while removing the device, the lead broke. Caller will send further information once received. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.